Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported the air filter vent cover detached; subsequently a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver cisplatin. After an unspecified length of time in use, the nurse opened the air filter vent cover on the convertible pin of the drip chamber and the air filter vent cover detached. At this time, an unspecified amount of chemotherapeutic agent leaked onto the nurse's hand. The tubing set and solution bag were replaced and the therapy was resumed. The chemotherapeutic agent that leaked was cleaned up according to the facility's protocol. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no additional information was provided.